Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during the silicone removal portion of a combined cataract/vitrectomy procedure there was a fan noise and then the system went back to start up. The surgeon removed the infusion from the patient's eye and started to re-prime the system. There was a 15 minute delay in the procedure. The surgeon decided to complete this case using an alternate system. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. They system was manufactured on october 4, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).